Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have depleted prematurely. The device longevity had changed from three years to nine months in a short period of time. The device was replaced. Technical services review of the device data indicated that the device had been replaced before declaring replacement status and that premature depletion could have been manifesting. It was further noted that the ICD was disposed of and thus won't be returned. No additional adverse patient effects were reported.